Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes during the seven months the lead was implanted, the atrial capture threshold continued to rise and atrial capture was~~~~~~~~